Event description:
It was reported that the patient had an implantable neurostimulator (ins) that was supposed to last 3 to 5 years but was replaced in 18 months. It was later reported the patient had their ins replaced and had an uneventful postoperative course and was discharged. It was stated the patient¿s battery was ¿dead.¿ it was stated the new ins was tested and thought to be in working order and the patient was stable.

Manufacturer narrative:
Concomitant products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3986a, lot# lb9304, implanted: (B)(6) 2004, product type lead; product ID 3986a, lot# lb9304, implanted: (B)(6) 2004, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).